Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. No hardware abnormalities that would have resulted in the reported event were identified.

Event description:
Prior to the procedure, the temperature could not be raised on the generator and the screen became blank which led to the procedure being cancelled. The temperature on three of the four channels could not be raised so lesions could not be created. The generator was rebooted and the screen went blank. The procedure was cancelled due to the issues with the generator. There were no patient consequences.